Manufacturer narrative:
On (B)(6) 2016 a medtronic representative reported it was suspected there was slight movement of the patient tracker. This was discussed with the site staff when the issue was reported. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, they had registered the patient and the navigation system was initially accurate on superficial landmarks. Later in the procedure, they tested those same landmarks and alleged being 4r millimeters inaccurate. The inaccuracy was seen across multiple instruments. The patient was re-registered and the navigation system navigated accurately. Issue resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.